Manufacturer narrative:
(B)(4). Additional investigation summary: one detached needle of product code vcp358, lot pg2374 was received for analysis. As the suture was not returned for evaluation, we are unable to investigate further to the issue. In addition the needle was examined, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2374, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) and suture was used. The suture broke when it was used to sew during procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.